Event description:
The following information was reported: in (B)(6) 2014, a mynx ace device was deployed. The physician held for 2 minutes. The patient started to bleed while remaining on the table. They held manual pressure for approximately 10-20 minutes. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).